Event description:
Dr. (B)(6) attempted to use two different malyugin rings from the same box (information above). He was unsuccessful at delivering the ring as it was twisted in the delivery. The front ring would deploy but the second two are twisted together. He attempted to untwist it with a second instrument but was unsuccessful. No patient injury.